Manufacturer narrative:
The technician adjusted the brake and brake steer casters to resolve the issue.

Event description:
The technician alleged the brake casters are not holding. No patient impact.